Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would not power on. The patient indicated that the alleged issue started on (B) (6), 2010, at an unspecified time after 1:00 pm. A couple of hours after the alleged issue began, the patient claimed that she developed symptoms of sweating, hunger, thirst, and frequent urination. The patient denied receiving any treatment because of the alleged issue. It would have been helpful to know the following information: what time the alleged issue began, what time the symptoms developed, what her last meter reading was before the alleged issue began, what date/time the last reading was obtained, what actions she took before and after the symptoms started, and if she was able to test on any other device during the time of concern. The alleged issue was not resolved. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 5.6 inr on the coaguchek xs system while a comparison lab returned as 4.0 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.